Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had an air bubble issue. Customer reported that the blood glucose level was high of 348 mg/dl. Customer was new to the insulin pump and need to have someone to change the set. Customer was using am old vial of insulin and from what the customer was saying that it was sounded like when he was drawing the insulin into the reservoir he was also drawing in the air too. Customer had an air bubble and they we did try to get the air bubble out of the reservoir he kept getting the air bubble. Reservoir will not be returned for analysis.